Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. Note: the correct zip code under tab e is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the customer had seen a decreased quality of the bardia silicone elastomer foley catheters for a long time. Stated that the catheter fall out (batch# mygu1645, batch# myfx4463 and batch# unk). The incident occurred during use. The customer experienced major problems with bardia catheters in both sizes 12, 14 and 16. The catheters could rarely stay for 12 weeks. They often get stuck (batch# mygu1645, batch# myfx4463 and batch# unk). Also stated that the catheters slipped out. The customer also experience that the catheters often cause damage (batch# mygu1645, batch# myfx4463 and batch# unk). Sometimes the cuff was broken, which could indicate something else (batch# mygu1645, batch# myfx4463 and batch# unk). But, the catheters also came out with a cuff (batch# mygu1645, batch# myfx4463 and batch# unk). This applies to almost everyone with bardia catheters. It was not a special batch, it applied to everyone and for a long time. The customer stated that they should be able to take any as a product sample as this had been a problem for a very long time. There was no special carton or batch number. Also stated that they could see a general deterioration in bardia catheters (batch# mygu1645, batch# myfx4463 and batch# unk). They also don't see the same problem when they had silicone catheters or tiemann catheters. No medical intervention was reported.

Event description:
It was reported that the customer had seen a decreased quality of the bardia silicone elastomer foley catheters for a long time. Stated that the catheter fall out (batch# mygu1645, batch# myfx4463 and batch# unk). The incident occurred during use. The customer experienced major problems with bardia catheters in both sizes 12, 14 and 16. The catheters could rarely stay for 12 weeks. They often get stuck (batch# mygu1645, batch# myfx4463 and batch# unk). Also stated that the catheters slipped out. The customer also experience that the catheters often cause damage (batch# mygu1645, batch# myfx4463 and batch# unk). Sometimes the cuff was broken, which could indicate something else (batch# mygu1645, batch# myfx4463 and batch# unk). But, the catheters also came out with a cuff (batch# mygu1645, batch# myfx4463 and batch# unk). This applies to almost everyone with bardia catheters. It was not a special batch, it applied to everyone and for a long time. The customer stated that they should be able to take any as a product sample as this had been a problem for a very long time. There was no special carton or batch number. Also stated that they could see a general deterioration in bardia catheters (batch# mygu1645, batch# myfx4463 and batch# unk). They also don't see the same problem when they had silicone catheters or tiemann catheters. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.